Event description:
It was reported the patient presented in clinic with discomfort from pacing. Upon interrogation, it was observed the patient's atrial lead had high capture thresholds. A chest x-ray showed the patient's atrial lead had dislodged. The lead was explanted and replaced without issue. The patient was stable throughout.

Manufacturer narrative:
Correction: d4 : changed the serial number of the product from (B)(6) to (B)(6). Additional information: the reported events were lead dislodgement and high threshold. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted when torque applied to the connector pin. The full helix extension length was measured within specifications. The reported event of high threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies with the exception of procedural damage.

Manufacturer narrative:
Correction: d3 - changed manufacturer information address to st. Jude medical, inc.(crm-sylmar) from st. Jude medical operations (m) sdn bhd. Additional information - h6- conclusion codes.